Event description:
The reported event was retrieved from an article that was published. The authors describe an unusual case of cystoscope damage during a planned laser cystolithotripsy in a 65-year-old male with a previous history of radical prostatectomy for prostate cancer and subsequent serial urethral dilations for bladder neck contracture. Upon crossing the penile urethra without exerting significant pressure, they noticed the cystoscope's distal metallic tip detachment. Therefore, they reintroduced another 22fr cystoscope and removed the broken part with alligator forceps. No urethral injury or associated complications were noticed on gently re-entering the bladder. The endoscopic laser cystolithotripsy was completed successfully shortly thereafter. We must point out that, due to the source of the information, the following details are not known and can be only be assumed from the event description. There is no information on the event date. The country of occurrence is not confirmed. Based on the event description the most probable affected article was determined. Beside article 27026bb also the article numbers 27026ba and 27026b would be possible.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information:the affected product was not returned to karl storz tuttlingen. Therefore, physical technical inspection is not possible. Without a return, it is unfortunately not possible to classify the complaint in detail. However, a publication is available that includes images of the damage. Unfortunately, it is not possible to identify the specific model based on the images. It is evident that the distally soldered tip has come loose and become lodged inside the patient. The most probable root cause is that the article is probably quite old (age unknown) and has been used and reprocessed frequently. This can have a negative effect on the material properties. This could also have caused the solder joint to come loose.the event is filed under internal karl storz complaint ID: (B)(4).